Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced an inaccuracy on his sensor. The cgm mobile device was reading 326 mg/dl while the bg was 33 mg/dl the same day the sensor was put on the arm. He felt sleepy, shaky and sweating during the event. He went to the emergency room (ER) and upon arrival in the hospital, his bg was 40 mg/dl, taken by hospital staff while cgm has no reading because sensor has already been taken off. He was given sugar pill. He was sent home after being monitored for 6hours and got stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.